Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed no delivery. The customer experienced low and high blood glucose levels. Customer's blood glucose level was 17.0 mmol/l. The customer changed the infusion sets several times. The customer believed the insulin pump over or under delivered insulin. The customer used their temp basal to treat their low and high blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump was able to down load to carelink pro successfully. The insulin pump had cracked case at the display window corners, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.